Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Blocks h3 & h6: the intrasight component was not returned for evaluation, thus no returned product investigation was performed. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that an intrasight system was used in a procedure. During use, an error message displayed on the screen. A philips field service engineer performed a hard reboot and the pim was recognized at the time. However, the procedure ended before the issue could be resolved. The procedure was rescheduled for the following day. No patient injury reported. This product problem is being reported because the system could not be used, resulting in a potential for harm due to the delay of the procedure.